Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed new sensor during a sensor session. The sensor was inserted into the abdomen on (B)(6) 2021. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. In addition, a sensor failure due to low counts aberration was found in connection with the reported allegation. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial report, a supplemental is needed for corrections to h6.